Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site when therapy was turned off. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the same ipg was moved to a new pocket. The system was programmed postoperatively. (Reference MFR report#3006705815-2018-02265) for additional information regarding this issue.